Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation procedure for barrett¿s esophagus, the physician noted that the patient had unique anatomy and the gastroesophageal junction was curved. The physician stated that during either intubation or extubation the edge of the catheter caused a laceration of the patient's esophagus, which required cauterization to stop the bleeding and the physician attributed to the curvature of the patient's esophagus. The issue occurred during the procedure so the patient was under anesthesia. The catheter which was used for the procedure will be returned for investigation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation procedure for barrett¿s esophagus, the physician noted that the patient had unique anatomy and the gastroesophageal junction was curved. The physician stated that during either intubation or extubation the edge of the catheter caused a laceration of the patient's esophagus, which required cauterization to stop the bleeding and the physician attributed to the curvature of the patient's esophagus. The issue occurred during the procedure so the patient was under anesthesia, there was no injury to the device user and a repeat procedure is not needed. The catheter which was used for the procedure will be returned for investigation.